Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left superficial femoral artery. The 3.0 x 20 mm fox sv balloon was advanced to the lesion without issue. The balloon was inflated twice to 22 atmospheres (atm) for 30 seconds. During the third inflation, the balloon ruptured at 22 atm. A new balloon was used to complete the procedure. It was noted that the fox sv balloon was prepared per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): above rated burst pressure. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.